Event description:
IV tubing broke at the top of the stretchy section that goes into the pump while the rn was priming saline.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2426-0007 and lot# 25105329 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09oct2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.